Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, and necrosis.

Event description:
Healthcare professional reported capsular contracture 3, rupture, pain, firmness, uncomfortable, double capsule, fibrous capsule with fraying degeneration and necrosis, and textured. Healthcare professional additionally reported severely folded and clear capsular construction grade 4 diagnosed via ultrasound. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ rupture: observed missing piece of shell assessed as inconclusive. ¿ necrosis: observed broken device assessed as unidentified (tear) opening ¿ double capsule: unable to observe since it is not related to the device. ¿ crease / folding of implant: observed creases on device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture 3, rupture, pain, firmness, uncomfortable, double capsule, fibrous capsule with fraying degeneration and necrosis, and textured. Healthcare professional additionally reported severely folded and clear capsular construction grade 4 diagnosed via ultrasound. Record is for right side. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Necrosis: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Crease / folding of implant: not observed. Anxiety - product/ procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture 3, rupture, pain, firmness, uncomfortable, double capsule, fibrous capsule with fraying degeneration and necrosis, and textured. Healthcare professional additionally reported severely folded and clear capsular construction grade 4 diagnosed via ultrasound. Record is for right side. Device has been explanted.